Event description:
It was reported that the system monitor screen had lines going through it.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the screen issue with the system monitor could not be confirmed with the returned system monitor (serial # (B)(6). The system monitor was tested with laboratory equipment and the reported screen issue could not be reproduced. Performed full functional checkout, which the unit passed all tests. The unit was returned to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Power module instructions for use revision b states if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.